Event description:
Caller reported a malfunction with pump, identified as malf 1 code, and confirmed notable events did not occur prior to issue. There was no adverse impact to customer¿s blood glucose level. Customer followed guidance from technical support to reset pump, but malfunction recurred, leading to a decision for pump replacement. Customer was instructed to use mdi as backup therapy and will receive a replacement pump with updated software. Technical support assisted with shipping arrangements and provided detailed instructions for receiving and returning the pump, which customer understood.